Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: manufacturer email address. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. DHR review was completed for the subject lot number 63016716. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record st # (B)(4) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 63016716 for similar events and three other complaint were identified (B)(4). Review completed utilizing keywords: infection. Note: on previous submission g3 was incorrect , the correct g3 information for the previous report was oct 23, 2023 instead of aug 8, 2023.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient experienced infection at implant tooth site #30, with associated inflammation. The patient went to the office with complaints of pain associated with this implant. The implant site was numbed, tissue reflected, and area was debrided. The patient went back several times with complaints of pain and swelling. Therefore, the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not applicable. G4: additional PMA/510(k) number ¿ k011028/k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.